Manufacturer narrative:
B5: additional information corrected to "the reporter indicated that a 13.7mm, vicmo13.7, -00.75 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2016. Refractive change overtime was observed. On (B)(6) 2021 the lens was exchanged for a different diopter lens and problem not resolved. The reporter stated "patient has tried to get an enhancement therapy elsewhere and has got a trans-prk wit -1.00 (dr.bechmann,smileyes) this therapy had no refractive effect so she returned to us, asking for an enhancement. We recommended an exchange (as we did before trans-prk elsewhere.)". Reference MFR file#(B)(4) of the replacement lens claim." In supplemental MDR#1. Claim #(B)(4).

Manufacturer narrative:
This product is not marketed in the us. Health effect- clinical code (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4)

Event description:
The reporter indicated that a 13.7mm, vicmo13.7, -00.75 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2016. Refractive change overtime was observed. Lens remains implanted. The reporter stated "patient has tried to get an enhancement therapy elsewhere and has got a trans-prk wit -1.00 (dr. (B)(6)) this therapy had no refractive effect so she returned to us, asking for an enhancement. We recommended an exchange (as we did already before trans-prk elswhere)". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: the reporter indicated that a 13.7mm, vicmo13.7, -00.75 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2016. Refractive change overtime was observed. On (B)(6) 2021 the lens was exchanged for a different diopter lens and the problem resolved. The reporter stated "patient has tried to get an enhancement therapy elsewhere and has got a trans-prk wit -1.00 (dr. Bechmann,smileyes) this therapy had no refractive effect so she returned to us, asking for an enhancement. We recommended an exchange (as we did already before trans-prk elsewhere)". Claim # (B)(4).